Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the large white debris foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information from the estimation team, but no response was received. The event can be detected/prevented by handling the device in accordance with the following instructions for use: - IFU: operation manual chapter 3 preparation and inspection states detection method. - IFU: reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The particles found within the scope channel were able to be removed using a borescope, and no damage to the channel was found. Additional findings include: the control knob was found to have play, the control body was dented, the nozzle was found to have worn glue, the bending section cover glue was cracked, and the insertion tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had large white debris particles within the scope. There was no patient involvement associated with the event.